Event description:
It was reported that the patient stated they were experiencing pain around their implant site/abdominal area. External factors that may have led/contributed to the event was that the patient was implanted with their pump a week ago. Diagnostics/troubleshooting taken included running tests that were currently underway to determine if the patient had an infection. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. On (B)(6) 2022 (rep) additional information was received that tests indicated some type of infection, no other specifics were given at this time. The patient was currently receiving antibiotics and the healthcare provider would reassess in 2 weeks. It was unknown if the event resolved. The pump was still implanted and running at programmed rate. The plan was to do as much as possible to keep the pump implanted to allow the patient to continue getting therapy. On (B)(6) 2022 (B)(4) update (rep): additional information was received from the device manufacturer representative indicated that the device was removed due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.